Manufacturer narrative:
Evaluation summary. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. A review of the related device history records (DHR) for the reported lot number was performed and no anomalies were found. The product was released based on the products acceptance criteria. The root cause for the reported complaint by the customer cannot be determined. Some potential causes are improper handling, contact with the blade protective tray or contact with another instrument on the instrument tray during procedure setup. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A surgery room manager and a nurse reported that a knife did not cut or that it cut badly during a procedure. An alternate knife had to be obtained in order to continue the procedure. Patient impact information is unknown. Additional information has been requested. This is one of nine reports being filed for this facility. This report refers to the event that happened on (B)(6) 2015.